Event description:
Same case as: 6000093-2007-00168, 00171, 00172, 00180, and 00181. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance, a dissection, a perforation, and a pericardial effusion occurred. The 80% restenosed stent being treated was located in the non-calcified, mildly tortuous left anterior descending (lad) artery. A 2.50 x 15 mm cutting balloon was inflated twice to 10 atms for 29 and for 104 seconds in the distal lad. Next, the lesion was predilated with a 2.0 x 12 mm quantum maverick, 3 inflations were made. Repeat angiography showed a fairly good result; however, there were still areas of lucency within the in-stent restenosed area. A 2.50 x 24 mm taxus express2 drug eluting stent was successfully deployed in the distal lad at 8 atms for 11 seconds. Upon removal of the stent balloon, withdrawal difficulty was incurred. The balloon was reinflated (6-8 atms) and deflated twice, but remained refractory to removal. Eventually the balloon was able to be removed. However, the guide catheter and guide wire's position was lost. The guide catheter was exchanged and the guide wire was readvanced to the distal lad. A 2.5 x 20 mm quantum maverick balloon was then advanced to the previously placed 2.50 x 24 mm taxus stent. At this point, repeat angiography showed an area of linear dissection on the superior aspect of the left main (lm) artery, progressing into the proximal lad and left circumflex (lcx) artery. A balloon pump was placed. A 3.5 x 12 mm maverick balloon was advanced to the mid lcx and inflated, in an attempt to tack up the dissection plane. Repeat angiography showed a residual large area of dissection with little improvement. A 3.5 x 32 mm taxus express2 drug eluting stent was successfully placed in the mid/distal lcx. The pt's vital sign began to deteriorate somewhat, with pt's blood pressure in the 60's. The pt was given 3 intraveneous pushes of phenylephrine and started on a phenylephrine and dopamine drip. Add'l inflations were made in the lcx with a 3.5 x 15 mm maverick balloon. A 3.5 x 16 mm taxus express2 drug eluting stent was successfully placed overlapping with the previously placed stent, extending back to the ostial lcx. Repeat angiography showed a good result in the lcx. Next, attention was turned to the lad which had a spiral dissection extending to the takeoff of the first diagonal to the previously stented area. Multiple inflations with a 3.5 x 15 mm maverick were made throughout the proximal lad. A 3.00 x 32 mm taxus express2 drug eluting stent was successfully placed overlapping the 'old' stents in the mid lad. Then another 3.50 x 32mm taxus express2 drug eluting stent was overlapped with the previously placed stent. Add'l inflations were made with a 2.0 x 12 mm maverick balloon to dilate the stent struts. Ivus images showed multiple areas of 'intramural hematoma', extending throughout the lcx and lm artery. Three add'l inflations were made with a 4.5 x 15 mm maverick balloon. The pt's blood pressure began to deteriorate. A stat echocardiogram showed a large pericardial effusion. An emergent pericardial centesis was performed. The pt vital signs improved and a blood transfusion was started. Angiography also showed a residual dissection in the ostial lm. A 3.50 x 8 mm taxus express2 drug eluting stent was successfully placed overlapping the previously placed stent, extending to the ostia of the lm. Sequential inflations were made with a 5.0 x 8 mm quantum maverick balloon. A 5.0 x 8mm and a 5.0 x 12mm quantum maverick balloons were overlapped in the proximal lm and simultaneously expanded. The pt's vitals stabilized and he was on a 1:1 intraaortic balloon pump and was somewhat tachycardic. Pt was moved to the ICU. A few hours post the original procedure, the pt continued to have high output from the pericardial drain with episodes of transient hypotension. The pt was returned to the cath lab where coiling of the right ventricular branch supplying the collateral to the perforated distal left anterior descending artery was preformed. Repeat angiography showed a successful result with no flow distal to the coils. There was no evidence of continued dye extravasation in the distal lad. Angiography showed widely patent stents in the lm, lad, and the cx. Pt was stable and discharged to the ICU. Pt status reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.